Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had beep, vibrate anomaly. Customer¿s blood glucose 126 mg/dl. The customer reported that insulin pump was currently beeping. The customer was advised to remove battery for 5 minutes and to insert a new battery once the 5 minutes pump rest was completed. Results of the 5 minutes pump rest following new battery insertion were still the same. The customer was instructed to remove the battery for 2 hours. The customer was advised to revert to the backup plan during the pump rest. The customer was advised to monitor the insulin pump and call back if issue recurs. The insulin pump will not be returned for analysis.